Event description:
The programmer was returned because during a software install, the programmer locked up at a blue screen. It was advised to run the service diskette and if that did not resolve, to return. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found the hard drive to be out of specification electrically and the fan to be out of specification mechanically. The hard drive was reimaged and reconfigured. The programmer was also found to have a broken lower hinge plate and was in need of a electrocardiogram connector update.